Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was selected for use. After inserting the device into the left atrium and removing the dilator, the physician aspirated the sheath and air bubbles were observed entering through the valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was selected for use. After inserting the device into the left atrium and removing the dilator, the physician aspirated the sheath and air bubbles were observed entering through the valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to device design' to the referenced event, as the investigation determined tears were found on the internal hemostatic valve by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.